Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the catheter was difficult to see on x-ray. It was confirmed that the catheter was out of the spinal canal when the patient was opened at the catheter revision.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000 mcg/ml at 1700 mcg/day via an implantable pump. The indication for use was intractable spasticity. The patient experienced baclofen withdrawal, increased spasticity, sweats, nausea and vomiting. To the reporters knowledge there was no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting included an x-ray and the x-ray could not se e the catheter in the spine. The catheter was replaced and the physician also replaced the pump because it was 4 years old and the physician was trying to eliminate another surgery in a couple of years. The issue was resolved at the time of the report and the patient status was noted as alive, no injury.